Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is the current patient status? Unfortunately don¿t know. What color cartridge was being used? Don¿t know. Please describe the tissue trauma that was observed and the location? As told to me by staff tissue trauma was seen at staple line because of force they used to hand crank the device off of tissue. Please explain what is meant by, another device was opened to complete the case as best as they could?as told to me by staff tissue was traumatized by hand crank removal of previous stapler and they restapled and sutured the area as best they could to finish the case. Were there any issues noted with the second device? If yes, please explain. Were there any other stapling devices used in the procedure? Not that I am aware of if yes, please provide product code(s). What was the procedure being performed? Lap colon resection. Were there any issues with staple performance in the surgical procedure? As told to me by staff it appeared that the stapler locked out on tissue and was removed by using hand crank on top of device instead of using the reverse button properly if yes, please explain in detail. What was the appearance of the deployed staples? Don¿t know. Where was the leak found? At the site where stapler was removed via hand crank system during original case. How was the leak addressed? Patient was reoperated and drain was placed. How far post-op was the leak found? Don¿t know. What symptoms did the patient present? Don¿t know. Was the leak associated with the first of second device? With the first device what firing did the lock-out occur? Don¿t know. Was the force to do the manual override higher than expected? Don¿t know as I was not present.

Manufacturer narrative:
(B)(4). Conclusion code: the analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic colon procedure; the device somehow locked out when they attempted to fire it and instead of pressing the reverse button correctly to unlock and open the device, the surgeon went directly to removing the manual tab on the top and hand cranking the device back to home base which traumatized the tissue to some degree. Another device was opened to complete the case as best as they could. Patient did go on to have a leak from the staple line and was re-operated but is released and doing fine now.